Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2020 due to unknown causes. It was not known whether the outcome was device or therapy related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's outcome could not be conclusively determined through this evaluation, and a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported outcome could not be conclusively established. A request for additional information regarding this event was submitted to the account; however, the account declined to provide patient outcome information, citing patient privacy laws. Based on a review of available patient records and the reported patient outcome, there were no device issues at the time of the patient's outcome. The device reportedly operated as expected. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.